Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. The device remains implated in the patient.

Event description:
It was reported that there is a patient that shows a stable well positioned infinity tar with a mature subtalar fusion. There is a subtle fracture of medial malleolus, which explains her new onset pain. The patient is slowly healing. The fx has not displaced. To protect it and allow for healing, she is to stay in the fb for 4 more weeks, and then wean out of it. She is to begin a course of formal pt.in regards to her stress fracture, their has been a discussion about bracing with an ankle brace, and dc of the boot.

Event description:
It was reported that there is a patient that shows a stable well positioned infinity tar with a mature subtalar fusion. There is a subtle fracture of medial malleolus, which explains her new onset pain.the patient is slowly healing. The fx has not displaced. To protect it and allow for healing, she is to stay in the fb for 4 more weeks, and then wean out of it. She is to begin a course of formal pt.in regards to her stress fracture, their has been a discussion about bracing with an ankle brace, and dc of the boot.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.